Manufacturer narrative:
Investigation underway.

Event description:
It was reported that the cot fell lateral to the ground when unloading from the ambulance. It was reported the pt bumped their head on the floor. The cot was removed from service. There was reported pt involvement and adverse consequences.